Event description:
It was reported that the customer experienced low blood glucose, and her glucose level was treated with food. The mother stated that the customer was running high the day before. The infusion set was changed and noticed that the cannula was bent, but the insulin pump did not alarm no delivery. Troubleshooting was declined as mother stated that she does not want to change the infusion set again. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.